Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the patient feeling discomfort when wearing a bra based on the s-ICD location. The patient had received a non boston scientific cardiac resynchronization therapy defibrillator (crt-d) system a while back as their therapy device, so therapy delivery had been turned off at the time. No additional adverse patient effects were reported.